Manufacturer narrative:
A product investigation was completed: the tip of the returned screwdriver was confirmed to be broken where the dowel pin passes through the tip. The broken fragment was not returned for investigation. A visual inspection, drawing review and device history record review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The broken tip is most likely due to excessive torque during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Reportedly there was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part# 03.614.018, lot# 6371373: release to warehouse date: july 26, 2010, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by service and repair department that synthes evaluation equipment - tip is broken - issue identified during inspection activities of the evaluation set. There were no issues reported by the customer. This is report 1 of 1 for (B)(4).